Event description:
It was reported that during a procedure to treat an unruptured, saccular aneurysm located in the distal anterior cerebral artery, an axium coil encountered resistance and became stuck in the middle of the microcatheter. The aneurysm had a maximum diameter of 9mm and a neck diameter of 3.5mm, with normal blood flow and vessel tortuosity. After successfully deploying the first coil, axium prime 3d 7mm x 30, the second coil was inserted into the same microcatheter. The physician noticed resistance and that the coil was not exiting the microcatheter after more than half of its length was pushed. The entire microcatheter with the coil inside was removed, and it was observed that the coil was broken. The defective coil was removed, and the same microcatheter was reinserted to complete the procedure using non-medtronic coils. Additional information was received that the cause of the resistance/damage was not determined. Catheter resistance occurred in the distal section. The coil came out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. There was no kink/damage observed to the catheter after removal. The catheter used was not a medtronic device. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
H3: product analysis as found condition: the axium framing coil was returned for evaluation inside the outer carton, biohazard bag, and shipping box. No catheter was returned with the coil. In addition, the catheter size and model were not reported. Therefore, any contributing factors from the catheter, including its compatibility with the coil, could not be determined. Visual inspection/damage location details: the implant coil was found to be stretched, and the polypropylene filament was broken. The pushwire was found to be kinked at 15.0cm from the proximal end. Testing/analysis: due to its damaged condition, the returned coil could not be used for resistance testing with an in-house microcatheter. Conclusion: based on the analysis findings, the customer complaint was confirmed, as the returned coil was found to be stretched. The pushwire was also found to be kinked. These damages likely occurred when the customer attempted to advance the coil through the catheter against the resistance. However, the cause for resistance could not be determined. Possible resistance causes include using damaged/incompatible catheter, vessel tortuosity, and lack of continuous flush with heparinized saline during delivery. Since the catheter was not returned, any contribution of the catheter to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.